Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 799 mg/dl. The customer stated that the hospitalization was user error, and declined any troubleshooting on the insulin pump. Nothing further was reported.